Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-dec-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (16000 mcg/ml at 1198 mcg/day) and bupivacaine (6 mg/ml at 0.4494 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that after a routine refill performed on (B)(6) 2019 the patient noticed increased pain and signs/symptoms of withdrawal noted to be "leg jumping" and high sensitivity of smell. On approximately (B)(6) 2019 the health care professional (hcp) accessed the catheter access port and was unable to withdraw fluid. There was also a collection of fluid at the spinal incision that varied from "marble to golf ball size." A catheter replacement surgery was scheduled for (B)(6) 2019. Upon exposing the spinal incision the neurosurgeon stated that the fluid collection looked "like it was chronic." The entire catheter was removed and cut into six pieces, all of which were going to be returned for analysis. The measured lengths of the explanted catheter equaled the documented implant length. 15 ml of medication was removed from the explanted pump, compared with an expected volume of 15.3 ml. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was provided. The patient's medical history included spinal fusions, degenerative disc disease, depression, diabetes and neck fusion. The patient's other medications were listed as ibuprofen, percocet, gabapentin, seroquel, prevacid, lexapro, and wellbutrin. The patient's status at the time of the report was alive - no injury. It was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. Analysis of the implantable intrathecal catheter (B)(4) found several kinks and damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.